Event description:
It was reported that the patient with this artificial urinary sphincter aus experienced improper device functioning. The physician performed an endoscopy and ruled out erosion. However, the physician was unable to empty or refill the pump. The patient mentioned that, although there has been an improvement in urinary continence, he still needs to strain in order to void. Additional information provided stated that the patient was able to partially void. The bladder was drained using a foley catheter, and the patient was catheterized. The patient was not scheduled for revision surgery. No further patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4), UDI field (d4) concomitant product UDI for cuff is (B)(4).

Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for cuff is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced improper device functioning. The physician performed an endoscopy and ruled out erosion. However, the physician was unable to empty or refill the pump. The patient mentioned that, although there has been an improvement in urinary continence, he still needs to strain in order to void. Additional information provided stated that the patient was able to partially void. The bladder was drained using a foley catheter, and the patient was catheterized. The patient was not scheduled for revision surgery. No further patient complications were reported.